Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime/a33 and excessive no delivery test. Insulin pump was monitored and function properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose value of 535 mg/dl. Patient's other blood glucose value: 497 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was treated with manual injections for high blood glucose values. The device will be returned for analysis.